Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer called stating that the patient is bottoming out already. Dealer mentioned that the end user has a cushion on the chair but was not provided by them, and is not sure if it is the proper size. Both dealer and I are concerned that the cushion is smaller than the seat and is causing the uph to sag more. Patient weigh (B)(6).